Event description:
The customer reported that during the operational check, the unit failed the shock test.

Manufacturer narrative:
The customer reported that during the operational check, the unit failed the shock test. The unit was evaluated at philips, and the reported symptom was duplicated. Replacing the therapy pca resolved the issue.